Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by the customer that two cases of infusion with safety port needles developed leaks on days 4 and 5, respectively, so the port needles were removed and replaced, and it was found that one developed a leak at the anterior end of the cannula and one at the posterior luer adapt port. This report addresses both events. No further information is provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking infusion set is confirmed, but the root cause could not be determined. One 20 ga x 0.75 in. Powerloc infusion set without a y-site was returned for evaluation. Use residues were observed throughout the returned infusion set, and the safety mechanism was observed to be engaged upon the return of the device. A functional test of infusing water into the first returned infusion set using a 12 ml syringe revealed a leak in the luer of the infusion set. A microscopic observation revealed sample 1 to have a longitudinal split in the luer. The split did not appear to follow a molding seam. The cause of the leak in the luer of sample 1 could not be determined, as potential causes may include excessive force of a slip-fit syringe into the luer, a manufacturing flaw, or other unknown causes. This complaint will be recorded for future trending and monitoring purposes. The complaint of a leaking infusion set is confirmed and was determined to be supplier related. One 20 ga x 0.75 in. Powerloc infusion set without a y-site was returned for evaluation. Use residues were observed throughout the returned infusion set, and the safety mechanism was observed to be engaged upon the return of the device. A functional test of pressurizing the second returned infusion set with water using a 12 ml syringe revealed a leak at the top of the needle housing of the infusion set. The safety mechanism of sample 2 was removed to pressurize the infusion set. A microscopic observation of sample 2 using a uv light revealed insufficient adhesive application at the top of the needle housing of the device. A test of attempting to remove the needle from its housing for sample 2 revealed the needle moved easily inside the needle housing, and the needle was easy to remove from the needle housing. The cause of the leak in the needle housing of sample 2 was observed to be due to insufficient adhesive application during the manufacture of the device. The dev ice is a supplied component and the supplier has been notified of this event. This complaint will be recorded for future trending and monitoring purposes.